Event description:
After taking synvisc-one injection on (B)(6) 2012, the next day patient's leg were swollen. She applied ice on it which didn't help. On (B)(6) 2012 she went to the emergency room where they drained her legs which relieved her pain and swelling.